Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco / lobectomy procedure, at the fourth firing, they checked the opening and closing of the jaw and approached it to the tissue. When they pressed the firing button, the firing stopped. The indicator showed the firing display as usual. After being replaced with a new cartridge, it was used without problem and fired for 3 shots.